Event description:
A 66-yr-old male has a 3 piece inflatable implant which was implanted in early 1992 and revised in 9/92. The pt currently has an aneurysmal dilatation of the left corporal body with resultant protrusion of his implant cylinder into a near subcutaneous position. Implant is also nonfunctional. Admitted for removal of implant and graft of left corporal body.